Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 694765 implantable tachy lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead had low but stable sensing. The lead remains in use. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.